Event description:
It was reported that the pump started flipping a few months ago. The pump continued to flip until the catheter kinked near the pump connection. The pump had been implanted in a mesh pouch; however, it wasn't scarred in and the sutures that were through the pouch and into the pump loops were broken. The catheter was clipped at the collet connection and a new sutureless segment was added. Then the pump was re-anchored. The patient had pain at the device pocket related to the event. The patient status was reported as ¿alive ¿ no injury¿. The pump was delivering prialt.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).